Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted because the cardiac resynchronization therapy defibrillator (crt-d) pocket had opened and there was potentially an infection. The crt-d system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that pocket erosion and an infection had occurred. The cultures taken tested positive for citrobacter koseri. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted.